Manufacturer narrative:
Results: the cat8 was kinked approximately 93.5 cm from the hub. Therefore, the catheter could not be functionally tested. Conclusions: evaluation of the returned cat8 revealed that the catheter shaft was kinked. This type of damage typically occurs if the device was forcefully advanced against resistance. However, the complaint did not mention resistance. Therefore, the root cause of the kink could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02246.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max) and an indigo system aspiration catheter 8 (cat8). During the procedure, the pump max overheated after being used on top of some towels for approximately one hour. Therefore, the procedure was continued using a second pump max. Later in the procedure, a cat8 became kinked while in use with a non-penumbra sheath. Therefore, the cat8 was removed, and the procedure was completed using a new cat8 and the same sheath. It was also reported that there was a kink in the access sheath. There was no report of an adverse effect to the patient.